Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the initial report, the home pt started the initial drain cycle prior to connecting the pt line of the homechoice set to their transfer set. After noting this, the home pt connected themselves to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt's family member in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.